Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The field service engineer (fse) replaced the speaker to address the issue. The ventilator passed all test and operated within the manufacturing specifications. The speaker assembly was returned for failure investigation. Visual inspection revealed no signs of damaged or contamination. The speaker assembly was installed to a test ventilator. The test ventilator was tested and the reported condition was verified. The speaker was electrically open. Speaker voice coil is open. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator generated an error (1102) relevant to primary alarm failure. There was no patient involvement.